Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the failure mode as a defective ref electrode. The fse replaced the ref electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false low sodium (na), potassium (k), and chloride (cl) patient results on their dxc 700 au chemistry analyzer. The customer repeated the sample on the same analyzer and obtained results considered correct. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two patient samples.